Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when a pre-test was conducted to place a foley catheter for urinary catheterization and temperature control in the operation room, sterile water did not drain out.

Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Photo samples were submitted showing the catheter deflated, no visible defects were noted from the photos. The all-silicone temp sensing foley catheter with sample port connector, syringe and packaging label were returned. The catheter balloon was inflated with 10ml methylene blue solution (mbs) using the returned syringe. The balloon was noted to inflated asymmetrically (80:20); this failure is documented and investigated via CAPA 11291030. An attempt was made to deflate the catheter balloon, however, only 6ml deflated in 5 minutes. The catheter must inflate and deflate with a syringe. The catheter balloon was then inflated with 10ml mbs using an in-house syringe, the balloon passively deflated in 01min27sec. The reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Correction: f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when a pre-test was conducted to place a foley catheter for urinary catheterization and temperature control in the operation room, sterile water did not drain out. Per notification from ucc on 16dec2025, it was reported that asymmetrical balloon was found during sample evaluation on 27oct2025.